Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b2, d4, g3, g6, h1, h2, h3, h6/f10, h11 the certas plus inline (828804pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause could be due to human misuse, as noted in IFU : silicone has a low cut and tear resistance. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. . If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: please provide the serial/lot number once available: "unavailable". Please provide patient information: "unavailable". Implantation date: "unavailable". Was the product explanted? "Yes". If yes please provide explant date: "unavailable". Was the product replaced? "Yes" if yes, please provide replacement date: "unavailable". How the crack was discovered? "Surgeon patient examination". What were the patient specific signs and symptoms that showed a shunt malfunction?"unavailable". Current status of the patient: "revision was completed successfully".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID (B)(6)) cracked in half three to five weeks after implantation. No patient injury reported. No additional information was provided after several attempts.